Event description:
It was reported that a malfunction alarm occurred. The customer¿s blood glucose (bg) was 547 mg/dl. Bg level was corrected with a manual injection (mdi) of insulin, and the customer continued to use mdi for insulin therapy.